Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported recurrent mr appears to be related to patient conditions. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet flail. One mitraclip (cds0704-xtw, 20120r107) was successfully implanted, reducing the mr to trace. On 24june2024, recurrent regurgitation was noted. Per physician, the event was not serious. There was no additional treatment provided. No additional information was provided. Subsequent to the previously filed reports, the additional downgrading information was obtained: the recurrent mitral regurgitation (mr) was deemed unrelated to the device. There remained no malfunction noted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mitral regurgitation (mr) was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - repair mr ide study. Patient ID: (B)(6). It was reported that on 09jun2022, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet flail. One mitraclip was successfully implanted, reducing the mr to trace. On (B)(6) 2024, recurrent regurgitation was noted. Per physician, the event was not serious. There was no additional treatment provided.